Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
The affected product was returned and evaluated. Visual inspection of the implants showed well fixed bone cement on both the femoral component and the tibial component. The femoral component showed damage to the edges due to extraction. The poly insert showed a visible wear track. Based on the information provided, the cause for the reported knee pain is unknown.